Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitreotome came apart and stopped cutting and aspirating during a vitreoretinal procedure on patient's right eye. Another vitretome was obtained and the procedure was completed with no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
A review of the related device history records associated with the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there were no other complaints for the reported issue. One probe was returned for evaluation for the report of the probe separating in the middle during surgery. The sample was visually inspected and all were deemed to be nonconforming. The front and rear engine housing is detached. The probe was disassembled and the components inspected. There is approximately zero to five minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area. The complaint evaluation confirmed the probe was nonconforming due to the detachment of housing components. The root cause for the separation of components could not be determined from this evaluation. The most probable reason for the failure would be from mishandling, incorrect assembly, or poor transporting of the product. An investigation has been initiated to determine the reason for the engine housing component damage. (B)(4).